Event description:
It was reported that the user was unable to unlock the ilet and, upon holding the device to light, observed a cracked led screen consistent with a damaged display component. Symptoms included no injuries and no adverse physiological effects. Outcomes included the user¿s inability to use the ilet interface, with continued cgm use via compatible app or receiver and planned replacement of the device. Investigation included troubleshooting and education on shutdown procedures and data handling, as well as verification of shipping, return, and replacement logistics. Investigation of this case revealed physical damage to the screen/display assembly resulting in a nonfunctional user interface, consistent with a hardware screen defect. It was concluded, based on previously established findings for similar reports, that the cause was device damage to the display component that impaired normal operation.